Manufacturer narrative:
Device evaluation has been completed; following is the device analysis conclusion: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the product was returned, but not in the original case. The device was visually inspected and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was transparent and had a slight yellow discoloration. General cleanliness - the returned device appeared to be not clean. Root cause description: the root cause could not be explicitly determined. A potential root may be due to an allergic reaction which could cause the irritation to the patient. Manufacturer internal reference number: (B)(4).

Event description:
A healthcare professional reported that a patient experienced a material reaction from a silent nite gl hinge sleep device. It is reported that the hinge caused chronic irritation to cheek and lip, hinge is not holding position. It is unclear when the patient received the device, when the patient first used the device, or when the reaction occurred or resolved.

Manufacturer narrative:
Correction: g4 (not a combination product). Additional information: b5, b7. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional patient and event information has been requested from the customer. The device was returned for analysis; however, the device evaluation is pending. At the completion of the investigation a supplemental report will be submitted with the analysis conclusion. The probable root cause of the event has not yet been identified. Manufacturer internal reference number: (B)(4).

Event description:
A healthcare professional reported that a patient experienced a material reaction from a silent nite with gl hinge sleep device.